Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported she experienced unexplained low blood glucose of 15 mg/dl; treated with honey. Customer declined to troubleshoot. Current blood glucose is 225 mg/dl. Customer also reported she inserted a sensor the morning prior to the call and it was not reading; she removed the sensor and the cannula seems to be missing. It was not bent against the tape. Customer stated that she has inserted 3 sensors within the last week and they have not worked. Customer stated she did not have issues with insertion, no pain. The sensor cannula is no longer in the body. Multiple lost sensor alarms, sensor end, weak signal and calibration errors found in the alarm history. Nothing further reported.